Event description:
It was reported that the ventilator's compressed air hose and valve need replacement. No more information provided. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A technical visit was requested because parts related to preventive maintenance needed to be replaced. The knob cover was replaced and during the on-site visit by our field service technician it was noted that the air hose used was not an original getinge product and was therefore replaced. The customer placed a generic hose and because of this the technician identified a fault in the air hose. The root cause as to why a non getinge product was used could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).